Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product if you have a latex allergy" scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that the patient was admitted to the hospital due to sudden slurred speech for several hours with chronic subdural hematoma in the left frontotemporal parietal area. The preoperative examination was completed and the surgical treatment was performed. The foley catheter was indwelled after the operation, and the catheterization was removed on (B)(6) 2021. However, it was unable to be removed in a routine manner. The removal failed even after consultation with urinary surgery department, informed the doctor and reported to procurement office and medical affairs department. The urethral catheter was removed through puncture under an ultrasound on (B)(6) 2021.